Event description:
It is reported that a customer experienced high blood glucose of 328 mg/dl. The customer treated for the high blood glucose with a syringe. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with diagnosing the possible causes of the high blood glucose and was educated on high blood glucose protocol. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).